Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the post-implant check, no capture was observed on the right atrial (ra) lead. As a result, the ra lead was explanted. Visual inspection noted there was possible fibrosis observed in the helix. It was indicated the ra lead was repositioned during the original implant procedure due to dislodgement which could have resulted in fibrosis in the helix. A new ra lead was successfully implanted. No additional adverse patient effects were reported.